Event description:
It was reported that on (B)(6) 2010, the 4.0 x 18 mm promus stent and the 3.5 x 12 mm promus stent were implanted in the obtuse marginal 1 (om1) vessel, and the patient was discharged the following day. On (B)(6) 2013, the patient was admitted palpitations, shortness of breath, and chest pain, substernal, radiating to the right shoulder. The patient was ruled out for myocardial infarction. It was determined that the patient's episode was most likely related to an overaggressive sensor and this corrected by deactivation. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient presented with recurrent ischemic symptoms with a myocardial infarction. The patient experienced mid-sternal chest pain with radiation to the back and shoulders, and shortness of breath. Angiography was performed on (B)(6) 2013. It was confirmed that the patient had a myocardial infarction; however, there was no stent thrombosis. The patient was discharged home on (B)(6) 2013 in stable condition on medical therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, ischemia, myocardial infarction as listed in the promus everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 12 mm promus referenced in is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.